Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient had her scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.